Manufacturer narrative:
Customer pump does not power on with lab or customer transformer. Customer transformer powers on lab pump. The evaluation determined that the pump had a damaged dc jack and a damaged pc board.

Manufacturer narrative:
Customer service sent a replacement pump and requested the pump back for testing. In follow up with a complaint handler on (B)(6) 2025, the customer stated that she developed mastitis on (B)(6) 2025 and is on her second round of antibiotics now. The customer also stated that her replacement pump is working well. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that her pump in style pro breast pump cord has to be held a certain way to turn the pump on due to the dc jack being tilted. Additionally, she alleged that she developed mastitis and went to urgent care and was prescribed an antibiotic.